Event description:
Initial info was rec'd from a physician via the co medical science liaison concerns an unidentified pt on (B)(6) 2015. The pt's medical history and concomitant medications are unk. On an unk date, the pt rec'd dc bead loaded with irinotecan. On an unk date, the pt experienced cholangitis. The event outcome of cholangitis was unk. The reporter did not provided a causality assessment. Further info is being gathered on this case to identified the most probable root cause.

Manufacturer narrative:
(B)(4). The potential contributory factors could not be adequately assessed with the limited information available from the reporting physician. The time to onset of cholangitis following the debiri procedure was unknown and the reporting physician declined to provide additional patient information. No potential root causes.

Event description:
This follow up report summarises the findings from the manufacturer's investigation report. Previously reported information was received from a physician via the company medical science liaison concerns an unidentified patient (patient age and gender unknown). The patient's medical history and concomitant medications were unknown. On an unknown date, the patient received dc bead loaded with irinotecan. On an unknown date, the patient experienced cholangitis. The event outcome of cholangitis was unknown. The reporter did not provide a causality assessment. The reporting physician declined to provide further info.

Manufacturer narrative:
Dc bead with irinotecan was reported to have been used in the treatment of this pt. The equivalent prod lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No prod malfunction/deficiency has been identified. Medical assessment: pt reportedly developed cholangitis after a débride procedure. This is a serious adverse event, and it medically reportable. This event is currently under investigation by the MFR and the conclusion of this investigation/ any new info rec'd will be communicated as a f/u report.